Event description:
Litigation papers allege: suffers from pain in her leg and hip area when walking, has a noticeable limp and must use a cane for stabilty. In addition is is hard for her to go places, for instance, to doctors appointments, because it is so difficult and painful to get in and out of an automobile.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, 510k, manufacture date. Depuy still considers this investigation closed.